Manufacturer narrative:
As no sample was available for further investigation, a specific root cause could not be determined.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys anti-hcv ii immunoassay result for one patient sample. The result from the primary sample tube was (B)(6) with reagent lot 131782. As the reagent was almost gone, the customer changed the reagent pack to lot 145235 and calibrated the new pack. The sample was repeated in a sample cup and the result was (B)(6). The customer asked for a new sample from the patient and the result in a sample cup was (B)(6). This result was reported out of the laboratory but the physician asked for a repeat testing. The sample was tested on an abbott architect and the result was (B)(6). Then the sample was sent to another laboratory and was tested on another abbott analyzer and the result was (B)(6). The patient was not adversely affected. The reagent expiration dates were requested but were not provided.